Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2011 with the following findings: investigators were unable to get the pump to power on. A tear was observed on the keypad near the down arrow keypad button. A keypad leak was observed during leak testing. There was evidence of corrosion on the circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the pump will not power on. No reported damage to the pump.